Manufacturer narrative:
Other, other text: correction: g4 (the aware date in the initial report should have been 01/08/2021). Device evaluation: one cadd solis vip pump was returned for analysis. The operator performed accuracy testing. The customer's problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published plus or minus 6 percent delivery accuracy specification. No problems were found with the fluid delivery of the pump.

Event description:
Information was received indicating that the cadd solis vip pump failed accuracy testing by -10.10 percent. The malfunction occurred during testing.